Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient¿s implantable neurostimulator was moving in the pocket and it wasn¿t before. The patient was moving furniture on (B)(6) 2017 and heard a ¿pop.¿ he was having pain at the pocket site. The patient was referred to his health care provider for further evaluation. The issue was not resolved at the time of the report. There were no further complications reported. The patient¿s medical history includes hypertension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2017 noting that the patient was making an appointment with their health care provider (hcp) to see about their pocket. The implantable neurostimulator (ins) was moving around more in the pocket and was bugging the patient. No further complications were reported.